Event description:
It was reported that the burr became stuck on the guidewire, requiring additional hospitalization, resulting in procedure cancellation. A rotapro 1.25mm and rotawire guidewire were selected for an atherectomy procedure. The target lesion was located in the left anterior descending artery (lad). During the procedure, the rotawire guidewire could not pass through the rotapro and became stuck in the burr of the rotapro, requiring additional intervention. The issue occurred again with a second rotapro 1.50mm. The procedure was cancelled and rescheduled. The patient was admitted to the hospital beyond the standard of care. No further information is available.